Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced a pleural effusion. A possible fracture was noted on the p acing lead. High impedance in bipolar and undefined high impedance in unipolar configuration was also noted. The lead was attempted / not used and replaced. No further patient complications have been reported as a result of this event.